Manufacturer narrative:
Primary unique device identification (UDI) number (d4) was updated from (B)(4) to (B)(4).

Event description:
It was reported that high capture thresholds were noted on the right ventricular (rv) lead. A full system extraction was performed and replaced the rv lead. The patient was stable.

Manufacturer narrative:
The reported event of unacceptable threshold was not confirmed. As received, a partial lead (only connector portion) was returned in one piece. Electrical testing did not find any indication of conductor fractures however, an internal short was noted between conductors due to procedural damage to the inner insulation. Visual and x-ray examinations of the partial lead did not find any anomalies except for procedural damage.